Event description:
It was reported that "the balloon ruptured during catheterization on the first day of use.¿ the customer commented that some of the balloon did not appear to remain on the catheter. There were no patient complications reported, however, the customer was worried the balloon remained in the patient body. The catheter could not be returned for evaluation due to infection.

Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital due to infection. Without the return of the product, it is not possible to determine if damages or defects existed on the product. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time.